Event description:
On 3/16/93 while working a cardiac arrest, lifepak-5 monitor failed, screen went blank. Batteries had been replaced this same day while checking off equipment on ambulance. Tried changing batteries and checking/reattaching all leads and connections. Lifepak monitor would not return to working condition. Backup ambulance called to bring another monitor immediately (10 minutes)device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: no. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.